Manufacturer narrative:
(B)(4).the manufacture date is inaccurate in the initial medwatch report. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported problem was confirmed and duplicated during testing. The root cause has not been identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A service history review revealed that this device has been previously serviced for the reported condition.

Event description:
The baxter technician reported a colleague infusion pump that has a constant air in line alarm when running the accuracy test causing an interruption of delivery. The reported condition was identified during service; therefore, there was no patient involvement. The user interface module master software version is 6.13.90 which is categorized as remediated.

Manufacturer narrative:
(B)(4). The evaluation of the air in line during accuracing testing is not yet completed. A follow-up medwatch report will be submitted when the evaluation results or additional information become available.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).